Manufacturer narrative:
The event date was requested from the customer and customer states that he doesn't know the exact date when it happened.

Event description:
The customer reported that the ventilator will only work on battery power. The customer reported there was no patient involvement.